Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a gynecological surgery, the absorbable barbed suture was used for soft tissue suturing. While normal traction was applied to the tissue, the connection between the needle and the suture separated. The surgeon removed the broken needle and suture and opened a new suture of the same specification to complete the suturing. The surgical procedure time was slightly prolonged but not more than 30 minutes. There was no patient injury.